Event description:
It is reported foreign matter. Event description: before use. Upon opening a new sterile syringe from a packaging that was intact and unopened prior to use, visible brown particles were noted inside the barrel (60ml bd plastipak syringe).

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investgiation. Upon visual inspection, embedded particles were observed on the syringe, confirming the reported concern. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. As the lot involved in this incident is unknown, a device history review could not be performed. Manufacturing equipment undergoes regular cleaning and maintenance, and injection molding machines are purged prior to use to eliminate excess material, automatically rejecting the first few pieces. Although no direct issue was identified, the observed condition likely resulted from burnt material generated during the molding process, which could have been injected into the syringe mold and embedded in the product, as seen in the sample provided. Manufacturing personnel have been informed of this incident to raise awareness, and our quality team will continue to monitor complaints related to this device and condition for any signs of emerging trends.